Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the display of the blood glucose meter is very dark and she is unable to see all of the characters. No adverse event was reported. The alleged product was replaced and requested for evaluation.